Event description:
A hospital in (B)(6) reported that the gas outlet port of a neopuff infant resuscitator was broken and requested a repair. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to our regional facility, where it was inspected and is awaiting repair by a trained fisher & paykel healthcare service engineer. Our investigation is based on a photograph and service information provided by our regional office. Results: visual inspection of the subject neopuff revealed physical damage to the gas outlet port. There were also several missing plugs. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. We note that the subject neopuff was manufactured in 2003, making it around ten years old. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". The fascia and valve system will be replaced and the neopuff returned to the customer after it has passed all performance and safety tests as per the neopuff technical manual.